Event description:
(B)(4). Equipment malfunctioned during insertion. Device had to be cut off of the ejector. Later had to have coils removed by surgery and now have had 2 period cycles per month since. They are also very painful.